Event description:
Reference medwatch 1219856-2008-00348 for first event involving same patient. It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. Md inserted the sheath via left femoral artery. As md was inserting iab into the sheath, it became stuck inside. Md removed the sheath & iab as one unit & requested another iab to be used to complete the procedure.

Manufacturer narrative:
Sample will not be returned for evaluation.